Event description:
A report was received that during the procedure the spindle cap popped off the spacer while the spacer was being opened. The spacer was removed, and a smaller spacer was successfully implanted. There were no pieces left inside the patient. The spacer will not be returned as it was disposed of by the medical facility.